Manufacturer narrative:
(B)(4). Event description continued: all symptoms have subsided with the exception of shortness of breath, which is not being treated at this time. No additional information was provided. Concomitant products: stent: 2.5x12 rx xience xpedition (lot number 3010441). There were no reported product deficiencies. The reported patient effects of dyspnea, embolism, and hypertension are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that after receiving a 2.25x28 rx xience xpedition stent and a 2.5x12 rx xience xpedition stent in the left anterior descending coronary artery on (B)(6) 2013 at (B)(6), the patient began to experience numbness throughout the body and shortness of breath on (B)(6) 2013. The patient returned to the hospital on (B)(6) 2013 and stayed overnight for diagnostic tests. While the patient has a history of hypertension and reportedly has an allergy to hypertension medications, the blood pressure was noted to have spiked. A chest x-ray revealed no indication of a heart issue and, though cardiac enzymes were slightly elevated, the slight enzyme elevation was not considered significant by attending physician. The patient was discharged (B)(6) 2013 with clonidine blood pressure medication prescribed. Reportedly, the patient had received a metal-on-metal hip replacement sometime between 2005 and 2006 and required another hip replacement surgery (B)(6) 2012 due to cobalt poisoning; shavings had been released in the bloodstream from the initial hip replacement and the patient is very concerned that the shavings may be attracted by, and collect in, the recently placed rx xience xpedition stents, and feels that this may be the reason for the shortness of breath, blood pressure elevation, numbness, and elevated cardiac enzymes that occurred (B)(6) 2013. Cobalt has been coming through patient skin and nails since the initial hip replacement. Since the initial hip replacement, the patient has been, and is currently being, treated via chelation therapy to remove metal from the bloodstream.